Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085163) that a patient of unknown age who underwent revision breast prostheses implantation with mentor saline implants for unknown indication on (B)(6) 2016 experienced hashimoto's diagnosis in 2007 and decline in health beginning in 2008. The patient reported her thyroid went overactive and requires medication to stay stable. The patient also reported she was prescribed depression medication, and requires multiple medications because her body becomes immune to them quickly. The patient reported ibs (symptoms beginning in 2012) that required colonoscopy, crohn's disease, celiac disease (based on symptoms - 2013), cortisol panel (based on symptoms), panic attacks beginning 2008, chronic fatigue beginning 2008. Since 2016, her health has declined drastically. She has seen specialists for symptoms , all to go undiagnosed as test results always returned normal. The patient also reported she's been under the treatment of chiropractor and acupuncture specialists with no relief for the constant pain in her rib cage/shoulder blade and an MRI returned clear. The patient also reported sudden allergy to gluten and whole milk (sudden occurrence beginning in 2015), rashes in underarm area, low libido, teeth grinding, bright red blood in stools on a weekly basis, premature aging (under eyes dark circles), daily heat in her face (mid afternoon), cognitive function affected, insomnia, horrible pms symptoms (a week before), heavy and painful periods, and some days with lots of energy, other days with no energy. Her current symptoms include: pain in her back/rib cage area, tightness of breath, extensive pain under her right shoulder blade, waking up feeling fatigued even with 7+ hours of sleep a night, chest pain, tender chest wall on the left side, unexplained mood swings, burning joint pain in her knees while climbing stairs and running (issue for at least 3 years), bruises easily, red/yellow color in eyes and night sweats. The patient sought chiropractic and acupuncture care without resolution. The patient reported she had the implants removed on (B)(6) 2016 because of back pain due to the implants being too big but within a few months of reimplantation, the pain came back and has been the worst in the past year. The patient also reported diabetes (based on symptoms-2017) and fibromyalgia (2017). Both device were explanted on (B)(6) 2019 (estimated date of explantation as per event description). No product malfunction, such as deflation, was reported. This report is for the patient¿s one of the two sides.

Manufacturer narrative:
On 5/16/2019, mentor became aware that the patient date of birth is (B)(6) 1985. Also, the date of explant was updated to (B)(6) 2019 per additional information received. Also, date of event was updated to (B)(6) 2016 and patient's age was updated to 31 years. Manufacturer¿s reference number: (B)(4).